Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As part of 2018-008 x3 knee 10 year multicenter iis, the following was reported: bmi 22.5; underwent right tka for osteoarthritis; revised due to infection 1.03 years after index surgery.